Manufacturer narrative:
DHR review completed by the manufacturing facility. There were no issues noted during manufacture. Unused samples from same lot requested but to date, none have been received. It cannot be determined if the use of the onli hydrophilic catheter usage caused or contributed to end user's reported uti. No conclusion can be drawn regarding the root cause of the end user's reported uti.

Event description:
It was reported that the end user first started using the onli catheters on (B)(6), she was reporting chills. She went to the ER where she was diagnosed with a uti. They also stated that the infection already went to her blood. She refused hospital treatment and went home and took her own supply of antibiotics. End user has a history of utis.